Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while attempting to turn on the pump. There was no impact to the customer&#38112;blood glucose level. The customer reverted to an alternate pump for insulin therapy.